Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set leaked. It was reported that at the beginning of infusion of blinatumomab at 0.2 ml/h, the patient noticed that medicine was leaking from a "tiny hole" in the extension set and the "medicine drained into the sleeve." It was reported that the hole was located at the valve. No adverse patient effects were reported.